Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pwd had called in noting that leaking at the infusion site had occurred twice that day. The infusion site had been removed from the far-left side of the abdomen, and a slight bend in the cannula had been noticed; this cleo 90 infusion set had been placed two days prior. Another infusion site had then been placed on the left side, more inward toward the belly button, and a few hours later wetness at the infusion site and the smell of insulin had been detected. It had not yet been removed, but the pwd had planned to do so. Blood glucose had been recorded at 166 mg/dl. The pwd typically wore the cleo 90 infusion set on the abdomen. Other options for placement of the cleo 90 infusion set had been reviewed, and the pwd had been directed to the training manual for reference and had discussed it as well. Prior to this issue, infusion sets had been worn on the right abdomen without problems. The pwd had planned to remove the current cleo 90 infusion set and start a new one at a different location. The event did affect patient care but there was reported no injury to the patient.